Event description:
The customer stated that she went to the emergency room due to low blood glucose levels, with a reading of 35 mg/dl. The customer stated that she was unconscious, and her husband gave her a glucagon injection, but she still did not respond. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to continue troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.